Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was pacing at a rate lower than was programmed. Magnet testing also indicated a rate lower than the programmed parameter. The ipg battery voltage could not be measured. During the invasive procedure to analyze the system, the lead, model 4261, gave suspect impedance and threshold measurements. The ipg and lead were explanted.